Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet occluder was selected for implant. It was noted during procedure that the occluder was unable to be successfully/safely implanted due to the patient's anatomy. There were no deployment or retraction difficulties experienced during procedure. Prior to discharge, it was noted that the patient experienced blurred and double vision in the right eye. A computed tomography scan was performed and was negative for a cerebral vascular accident. The patient was admitted to the hospital overnight to have a magnetic resonance imaging (MRI) scan performed. On (B)(6) 2024, the MRI was performed and revealed an ischemic cerebral vascular accident of the right occipital lobe. The decision was made to withhold the patient's eliquis until (B)(6) 2024. No other treatment was performed/provided. The patient's states that the vision changes continue in the right eye, but have improved. The cause of patient's ischemic stroke is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged home, but the patient reports intermittent episodes of diplopia. The patient did not experience a permanent injury or disability. The patient continues to be seen by an ophthalmologist, neurologist, and general practitioner.

Manufacturer narrative:
An event of stroke and blurred/double vision was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information received indicated that MRI was performed and revealed an ischemic cerebral vascular accident of the right occipital lobe. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Reportedly, there was no allegation of malfunction against the abbott device or procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 22mm amplatzer amulet occluder was selected for implant. It was noted during procedure that the occluder was unable to be successfully/safely implanted due to the patient's anatomy. There were no deployment or retraction difficulties experienced during procedure. Prior to .discharge, it was noted that the patient experienced blurred and double vision in the right eye. A computed tomography scan was performed and was negative for a cerebral vascular accident. The patient was admitted to the hospital overnight to have a magnetic resonance imaging (MRI) scan performed. On (B)(6) 2024, the MRI was performed and revealed an ischemic cerebral vascular accident of the right occipital lobe. The decision was made to withhold the patient's eliquis until (B)(6) 2024. No other treatment was performed/provided. The patient's states that the vision changes continue in the right eye, but have improved. The cause of patient's ischemic stroke is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged home, but the patient reports intermittent episodes of diplopia. The patient did not experience a permanent injury or disability. The patient continues to be seen by an ophthalmologist, neurologist, and general practitioner.